Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the device exhibited delivery issues, unable to pass through introducer. The impella was initially inserted through short peel away sheath. While peeling away, the catheter came out of the left ventricle [lv]. The staff was unable to reinsert the catheter. A 0.035 wire was inserted through the re-access sheath and the impella was removed and flushed out. The 14x25cm impella peel away sheath was inserted over 0.035 wire and the impella was reinserted. It was decided to leave the 14x25 sheath in to ensure arteriotomy did not have any oozing. It was verified that the site was flat and dry. It was reported that the patient survived the procedure.